Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 71 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock at implant. The patient's underlying medical history was not shared. The pump was supporting when on the day after implant the team observed an access site ooze which prompted the team to apply manual pressure. In addition there were concerns of hemolysis with urine color change and the pump was repositioned to remedy the issue. The pump was pulled back under echo guidance. Hemolysis was not confirmed by labs and the pump remains on for support to date. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The pump remains in use for patient support. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 71-year-old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock at implant. The patient's underlying medical history was not shared. The pump was supporting when on the day after implant the team observed an access site ooze which prompted the team to apply manual pressure. In addition, there were concerns of hemolysis with urine color change and the pump was repositioned to remedy the issue. The pump was pulled back under echo guidance. Hemolysis was not confirmed by labs and the pump remained on for 5 days til decision was made to withdraw care and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B2 death and date of death were added due to new information received. B5 clinical narrative was updated due to new information that was received. H1 selection was updated due to new information that was received. H6 death was added to health effect - impact code due to new information that was received.

Manufacturer narrative:
The device was discarded at explant.

Manufacturer narrative:
D6b explant date was added.

Manufacturer narrative:
Corrected information has been provided in d4. Access site adverse event/minor bleed: the cause of the bleeding issue could not be determined without returned product investigation and sufficient clinical details. Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue could not be determined without returned product investigation and sufficient clinical details, including data logs.